Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's right internal jugular by anesthesia in the ICU. The catheter was removed on (B)(6) 2016 due to leaking. The catheter was in use for one day when the leak occurred. As a result, the catheter was exchanged for a new one. There was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a leak in the catheter was confirmed. One used arrow 3-lumen 7 fr x 16 cm catheter was returned. During functional testing water was injected into all three lumens using a 10 ml syringe. No leaks were observed in the distal or medial lumens. A leak was observed near the center of the proximal extension line. Visual examination under magnification found a "v-shaped" cut in the extension line. A device history record review was performed and did not reveal any manufacturing related issues. Since the leak was not observed until one day after insertion, it appears that the catheter was damaged during insertion or maintenance. Therefore, operational context caused or contributed to this event. No further action will be taken.